Manufacturer narrative:
Date of event: (B)(6) 2017. Date of report: 08aug2019. The manufacturer's technical services(ts) states the barometric pressure is often higher than what is listed on table 9-5: air delivery barometric pressure compensation. How should the pressure target be calculated? Discussed the test and that the pressure they are use to seeing far exceeds the minimum target value, so it has not been an issue. The customer states no indication of failure was found. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported failed air delivery test. There was no patient involvement.